Manufacturer narrative:
Citation: pinar, eduardo, et al. ''Prospective assessment of clinical outcomes of transcatheter aortic valve implantation in a cohort of patients based on their risk profile.'' Scientific letters: 102. This is one of three manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the sudden cardiac death is unknown but may be related to the mechanisms above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device remains implanted.

Event description:
A review of medical article ''prospective assessment of clinical outcomes of transcatheter aortic valve implantation in a cohort of patients based on their risk profile'' was performed. The following event was identified as pertaining to an edwards device: one patient with an unknown sapien 3 valve implanted in the aortic position passed away within the first 30 days after the transcatheter aortic valve implantation (tavi) due to sudden cardiac death. The purpose of this study was to evaluate tavi outcomes, with sapien 3 valve, in terms of the patient's health-related quality of life (hrqol), clinical endpoints, and resource utilization considering a valid risk score. This was an observational prospective study including all consecutive patients with severe aortic stenosis treated with tavi (edwards sapien 3 valve via transfemoral access) during 2018.

Manufacturer narrative:
Please reference related manufacturer report nos 2015691-2024-01482 and 2015691-2024-01485.